Manufacturer narrative:
The subject device was not returned for analysis; therefore, visual as well as a functional testing as well as physical analysis could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that continuous flush was maintained for the duration of the procedure and preparation/set-up performed as per the directions for use. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned. Should any information become available in the future that could impact the current assessment decision, or if the device is returned, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during procedure the subject coil prematurely detached in the catheter. The coil was removed from the patient without any health harm. The procedure was completed successfully and there was no impact to the patient. There were no clinical consequences to the patient.